Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/27/2015. The fse replaced the blood sampling valve, bsv, shaft and the instrument ran without aspiration pc errors. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed aspiration pc errors from a coulter lh 780 hematology analyzer while running patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.